Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. During routine preventive maintenance (pm) testing of an infusion pump at mckesson, the pump failed the safety earth resistance test. The pump was then shipped to intuvie and was investigated. The failure mode was not confirmed. The ground resistance was 0.098 ohms, which is a passing value. The acceptable passing range for this test is less than 500 ohms. The cause of the failure remains undetermined. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump at mckesson, the pump failed the safety earth resistance test. No patient involvement was reported.